Manufacturer narrative:
The device was returned and is undergoing analysis. This report will be updated when analysis is complete. A device history record (DHR) review was performed and no deviation was found. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. However, holes were observed in both seal plugs. All setscrews moved freely. Pin gauge testing was completed, and each port measured as expected. This verifies the inner dimensions of the lead barrels and terminal blocks and verifies proper setscrew travel into the terminal blocks. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the lack of pacing output on the ra lead.

Event description:
It was reported that during the implant procedure, this pacemaker did not pace when the right atrial (ra) lead was connected to the ra port. The ra lead showed appropriate measurements on the pacing system analyzer (psa). The lead was repositioned and then reconnected to the device , but still no pacing was observed on the ra lead. The ra lea was then connected to the right ventricular (rv) port of the device and pacing was then observed. An issue with the device was suspected, so a new device was provided to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned and is undergoing analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during the implant procedure, this pacemaker did not pace when the right atrial (ra) lead was connected to the ra port. The ra lead showed appropriate measurements on the pacing system analyzer (psa). The lead was repositioned and then reconnected to the device, but still no pacing was observed on the ra lead. The ra lea was then connected to the right ventricular (rv) port of the device and pacing was then observed. An issue with the device was suspected, so a new device was provided to complete the procedure. No adverse patient effects were reported.